Event description:
It was reported that 4 syringes 50ml ll contained foreign matter. The following information was provided by the initial reporter: "my name is amber and I am from the pharmacy quality assurance department at (B)(6)hospital. I just had a query about the 50ml sterile syringes bd supply to us. We found small bits of black fluff and marks inside the syringes. These are currently unopened but the marks were picked up in our visual inspection. Please see attached images for more information. I can appreciate this is difficult to see in the photos therefore I am happy to send the 4 syringes with the marks we found if required. Please could you provide us with some more information as to why this may have occurred? The lot number for all 4 syringes is: 2001304. Thank you."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-04. H.6. Investigation summary : four sealed samples were provided to our quality team for investigation. Through visual inspection of the product, a black foreign matter can be seen inside the syringe on the plunger and within the packaging. Using magnification the particles were identified to be a piece of a stopper stained with grease. A device history review was performed for reported lot 2001304, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue therefore the origin of the particle cannot be determined, the grease is likely from the chains that guides the paper and film in the packaging machine. Quality project#1690 is opened to reduce foreign matter in this product. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 syringes 50 ml ll contained foreign matter. The following information was provided by the initial reporter: "my name is (B)(6) and I am from the pharmacy quality assurance department at (B)(6). I just had a query about the 50 ml sterile syringes bd supply to us. We found small bits of black fluff and marks inside the syringes. These are currently unopened but the marks were picked up in our visual inspection. I can appreciate this is difficult to see in the photos therefore I am happy to send the 4 syringes with the marks we found if required. Please could you provide us with some more information as to why this may have occurred? The lot number for all 4 syringes is: 2001304. Thank you."